Event description:
We were informed on (B)(6) 2023 that the patient underwent a procedure in which medtronic deep brain stimulation leads and lead extensions were replaced with (B)(6) leads and lead extensions, due to possibly being damaged during an unrelated procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).